Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 9mm amplatzer septal occluder was selected for an implant using a 9f amplatzer torqvue delivery system. During the procedure, the device was deformed and appeared cobra in shape. Device was removed from the patient prior to release from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. Device was replaced with 16mm amplatzer septal occluder that was successfully implanted. The patient was reported to be in stable condition.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, a photo was received from the field and appeared to show the device deformity. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that a 9f delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.